Event description:
It was reported that an arteriotomy closure of the mildly tortuous right common femoral artery was attempted using a proglide device with 8f sheath after an interventional procedure. Reportedly, during positioning and tightening of the knot using the suture trimmer, a suture break occurred. A cut-down was performed to close the artery and achieve hemostasis. No femoral angiogram was taken. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure system was returned for analysis. The reported suture break was not confirmed because the suture was not returned for analysis. Based on a visual inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported suture break cannot be determined. The surgical procedure performed to close the artery appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): a femoral angiogram was not performed. The instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.